Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported basal delivery discrepancy issue was not duplicated in the evaluation. Review of black box data found that the last basal and bolus were delivered a day after the complaint date. Pump history showed that a temporary basal program was run on four consecutive days from (B)(6) 2015 to (B)(6) 2015. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A normal bolus and an audio bolus was delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The total basal delivered during the 24-hour basal exercise was correctly recorded. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/22/2015, the reporter contacted animas, alleging that over the past 3 weeks, the patient's blood glucose (bg) reading was as high as 422 mg/dl with extreme thirst, nausea and headache. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, there was an inaccurate delivery issue with the pump. Review of basal deliveries indicated that the basal history did not match the active basal program. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.